Event description:
It is reported that the snap off screw stem failed to release as expected in use with two units of product. One unit of nso2011 and one unit of nso2012 within the same surgical case. The initial report indicates that the osteotomy was broken. The surgical method employed for correction has been identified as through use of k-wire. The failed devices have not been recovered or identified by lot number. Recovery and identification is not considered possible at this time. This report is filed retrospectively subsequent to a file audit performed due to modifications in criteria. (B)(4).

Manufacturer narrative:
Device lots have not been identified. Devices have not been recovered for examination. No clinical info has been acquired to permit further investigation of root cause of failure to a clear determination. No further info is anticipated.